Manufacturer narrative:
This lead was electrically abandoned. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that the left ventricular (lv) lead dislodged. The device was reprogrammed to provide only right ventricular therapy and the av delay was extended to 240ms. No adverse patient effects were reported.